Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The customer stated that the patient was an adult patient.

Event description:
It was reported that the nurse programmed device to infuse a blood transfusion at the rate of 100ml/hour to be administered to an adult patient for the duration of 3 hours. The rn noticed that the blood transfusion was infusing slower than expected and increased the rate of infusion to 120ml/hour and noted that the infusion continued to infuse too slow. The nurse then increased the infusion rate to 180ml/hour and found that the blood transfusion continued to infuse slower than expected. The nurse replaced the pcu and pump module and the infusion continued without further complications. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Requested, however not provided. The customer¿s report of a device infusing slower than expected was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The pcu event log shows the user increasing the rate of the basic infusion running at 100ml/hr multiple times it cannot be determined why the user perceived the infusion to be running slower than expected. Functional testing performed found the pump module to be delivering fluid within specification. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause was not identified.

Event description:
It was reported that the nurse programmed device to infuse a blood transfusion at the rate of 100ml/hour to be administered to an adult patient. The blood transfusion was infusing more slowly than expected; the rate was increased to 120ml/hour, and 180ml/hour, however the infusion continued to infuse more slowly than expected. The pcu and pump module were replaced, and the infusion finished without further complications. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "my biomed called rn (she called in the ticket) and she said they programmed the pump to deliver 100 ml/hr of blood and that it still did not deliver any blood, she said it looked fine initially but then noticed it was not delivering anything at all so she adjusted to 120 ml/hr and it still did not deliver any blood. She changed the IV set in-between checking the settings and still had the same issue. She eventually changed the pump and the brain (new pump and brain) and did not have an issue with the new one. She also had it set to deliver 180 ml/hr. There was no patient harm per rn."